Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a highest cgm reading of 328 mg/dl and a confirmatory glucometer value of 391 mg/dl over approximately four hours; the patient reported device leaking, and the agent advised a full supply change and guided the patient through the process. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and supply replacement; there was no hospitalization. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion or delivery issue suggested by the reported leak, though not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.